Event description:
It was initially reported by the customer that their device showed the service wrench and attention icons. Upon initial evaluation by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the cause of the reported failure was due to a failure of an integrated circuit, designator u4 from the digital pcb assembly. The customer received a replacement device.